Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
(B)(6). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 lens, -16.0/+3.0/104 (sphere/cylinder/axis) into the patient's right (od) eye on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to excessive vault, pupil block, elevated iop, and angle closure. The status of the eye is "good" after explant. The cause of the event is reported as "sizing."